Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 9 years and 3 months post implant of a sapien valve in the aortic position, the patient presented with shortness of breath and fatigue. The valve was failing due to stenosis. A 23mm sapien 3 ultra valve was implanted during a valve in valve (viv) procedure. Post viv, a mean gradient of 6mmhg and a dvi or 0.41 were reported. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Medical records review revealed due to significant, worsening aortic stenosis, a 26mm sapien valve was successfully implanted in the aortic position. The patient did well for approximately 7 years. The patient reported that over the previous 24 months he noticed progressively worsening activity intolerance, shortness of breath and occasional chest pain. The patient also reported recently worsening hypertension. The demonstrated severe prosthetic aortic stenosis. During a valve in valve procedure, a 23mm sapien 3 valve was implanted in the existing sapien valve. The patient was extubated in the cath lab and transferred to cpru for recovery and monitoring. On postoperative day (pod) 1, EKG showed 1st degree av block. No actions were reported. Tte echo, performed on pod1, indicated a well seated sapien 3 valve in the existing sapien valve with a peak gradient of 33mmhg and a mean gradient of 24mmhg. The patient was discharged on pod2 in stable condition.

Manufacturer narrative:
Additional information: section b7, section h10.. The sapien valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio imagery revealed calcification on all three valve leaflets. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed by medical record and imagery review. Based on the limited information provided, the root cause for the valve degeneration approximately 9 years 3 months post valve implant could not be determined but may be related to the patient's co-morbidities (dyslipidemia) and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.